Manufacturer narrative:
(B)(4). Batch # n53g79. Photo provided was reviewed and a revised detail of the photo showed that an ntlc75 device was noted to have one bearing detached and adhered with a piece of tape aside of the handle. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The analysis found that one ntlc75 device was returned in good visual condition. After further inspection, it was noted that the left bearing was missing. No damage to the saddle pin was noted. No functional test was performed. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the staple height selector functioned as intended and without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 10/6/2016. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did any pieces fall into the patient? No.

Event description:
It was reported that during an unknown procedure, after the first firing, the device was cleaned and the ring fell without effort from the bolt. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.